Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air) noted in the alarm log which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Since the customer did not report this alarm and patients discard supplies after each therapy, the sample was not requested and there is no lot information. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).